Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Two opened trocar cannula/hub assemblies were received in trays for the report of leaking. The returned samples were visually inspected and were found non-conforming with damaged septums. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: 2018-39565

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported that valved trocar cannula leaked during a procedure. The procedure was completed without replacing the valved trocar cannula. There was no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.